Manufacturer narrative:
(B)(4).

Event description:
A report was received that the recently implanted patient was experiencing difficulty charging. An x-ray was taken and appeared that the ipg was upside down. The physician was not able to flip the battery manually. The patient underwent a procedure wherein it was discovered that the ipg was right side up however there was fluid on the battery and was the reason that the patient could not charge. The fluid was drained and after the procedure, the patient was able to successfully charge the ipg and was doing well.